Event description:
It was reported that during use of the atrial lead, a lot of crossing in atrial fibrillation occurred per interrogation report. It was also reported that the patient experienced arrhythmia and atrial fibrillation (af). Subsequently, the event was resolved. The atrial lead remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) study.